Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the customer, the syringe will not stay connected to the administration port on the tubing. Additional information received from the customer stated that the plunger seems to be too small for the syringe and no suction with 3 ml syringe when connected to IV lines and leaking was noticed out of the syringe. There was no patient harm reported.